Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred before it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The same malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.